Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the endoscope image was inverted. Prior to calling, the customer replaced the endoscope 3 times but only the fourth endoscope seems to work. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs but could not see any error related to this symptom. The tse asked customer to hit the e-stop button and to reseat the sterile adaptor, but the surgeon refused to perform any further troubleshooting step. The endoscope had a non-intuitive motion which could be detected from the surgeon's console. The sterile adapter of the endoscope could only be turned with difficulty. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: only 30 degrees plus endoscope was involved in the reported issue, there were no more error occurred with the other endoscopes used and the problem was thus solved.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-intuitive motion issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis confirmed the customer reported complaint. The endoscope had damaged attached endoscope adaptor (aea) or friction issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.